Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smarttouch uni-directional catheter and suffered a cardiac perforation requiring no medical or surgical intervention. During the procedure, there was a slight perforation suspected at a damaged area of the myocardium. The patient did not require extended hospitalization. The patient outcome was not adversely affected. It was noted that it took time and expense to change out the catheter. It was also reported that at the beginning of the procedure, a catheter magnetic sensor error populated. The cable was replaced and the issue remained. The catheter was replaced and error 89 populated. The issue was resolved after 5 minutes of troubleshooting. Procedure time was lengthened by 10 minutes. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however the error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. In addition, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding magnetic issues has been verified. However, the root cause of the cardiac perforation remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17464825m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smarttouch uni-directional catheter and suffered a cardiac perforation requiring no medical or surgical intervention. During the procedure, there was a slight perforation suspected at a damaged area of the myocardium. The patient did not require extended hospitalization. The patient outcome was not adversely affected. It was noted that it took time and expense to change out the catheter. The physician's opinion regarding the cause of the event was that it was related to a biosense webster, inc. Product malfunction, as the physician reported having a history with smarttouch catheter sensor errors. It was also reported that at the beginning of the procedure, a catheter magnetic sensor error populated. The cable was replaced and the issue remained. The catheter was replaced and error 89 populated. The issue was resolved after 5 minutes of troubleshooting. Procedure time was lengthened by 10 minutes. The magnetic sensor error was assessed as a not reportable malfunction. Since the adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.